Manufacturer narrative:
(B)(4). All information reasonably known as of 24 apr 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that after a percutaneous endoscopic gastrostomy (peg) tube was placed, the patient began experiencing abdominal discomfort. A CT scan without contrast was performed, which showed free air in the abdomen, which was thought to be related to the peg tube placement. Patient was given oxygen via bag mask, atropine 0.5 mg IV x 2 doses, and a dopamine drip. After treatment, no pulse was detected and patient was pronounced deceased. Per additional information received on 15 apr 2020, the cause of death was cardiac arrest, and it is unknown if the incident was related to the peg tube. The peg tube had been placed on (B)(6) 2020.

Event description:
Per additional information received (B)(6) 2020, the initial diagnosis was bacterial pneumonia and dysarthria. After the reported incident the tube was left in place in the patient. The patient's cause of death is reported on the death certificate as cardiac arrest.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 29 apr 2020, the free air in the abdomen was in the peritoneum. There was no organ perforation. Additional information has been requested but not yet received.

Manufacturer narrative:
All information reasonably known as of 19 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.